Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
The other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the lead coming out was it became dislodged and was removed. The patient was scheduled for the permanent device.

Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient using a test neurostimulator with screener cable for unknown indication for use. It was reported that the patient started having burning in the back at stim setting of 6.0 and having lower back pain. The reported event date was (B)(6) 2017. The patient was not sure if it was from the device or not. Stimulation had to be lowered from 6.0 to 5.5. The patient was informed to continue to lower stimulation as needed if burning in the back continued. The patient was to check back the next day to see if any pain continued after lowering the stimulation setting. Three days later it was reported that the lead came out and the patient had been crying because she knew that the symptoms would come back. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was ¿alive- no injury.¿ no further complications were reported or anticipated.